Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was unable to maintain fio2 (fraction of inspired oxygen) levels during use, further stating that the device provided an alarm indicating low fio2 readings. There was patient involvement associated with the reported event. The patient's respiratory therapist (rt) advised that this event did not affect the patient in any way, and that there was no harm to the patient as a result of the reported issue. The patient was placed on a different ventilator for support.